Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the reported lot number, m5096t503, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving one patient. This is the second of three reports. Refer to report 8030647-2015-00081 for the first report. Refer to report 8030647-2015-00083 for the third report. It was reported the closed suction catheter continued to suction even when the adaptor was shut to the off position. This caused temporary harm to the patient since the suction was stealing volume from the ventilator without being aware of it, so the ventilator setting had to be increased. The respiratory therapist states, "there was also a malfunction with two closed suction catheter's on sunday, (B)(6) 2015."